Event description:
Pt was implanted with the synchromed pump and catheter on 3/21/1997 for infusion of morphine and bupivicaine for non-malignant pain and failed back surgery syndrome. On 2/23/1999 the pump was explanted due to battery end of life and the low battery alarm occurring 1 yr beofre battery end of life. The device was returned to the MFR for analysis. Another synchromed pump was implanted at that time. Follow-up calls to the health care professional for additional details have not been returned.